Event description:
Hill-rom received a report from the account stating the head section and head section is coming up on its own (self-run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hill-rom technical support advised the account to disconnect the battery cord to see if the problem goes away. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.